Manufacturer narrative:
Date of event: unknown/not provided. If implanted; give date: unknown/not provided. If explanted; give date: n/a (not applicable). To date, the lens remains implanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an adhesive substance was found on the optic of the pcb00v tecnis monofocal iol (intraocular lens) during implantation. Reportedly, the foreign material was removed from the patient's eye and the lens remains implanted. There was no patient injury. No additional information was provided.

Manufacturer narrative:
Device evaluation: the preloaded delivery system, model pcb00v, was not returned at the manufacturing site and the intraocular lens (iol) to date remains implanted. Only the foreign material was received. Visual inspection at microscope magnification showed that the foreign material was transparent with inconsistency in the borders. The foreign material was observed to be similar to dried ovd (ophthalmic viscosurgical device). The ovd is used during the delivery process of the iol and cannot be attributed to the manufacturing process of the preloaded delivery system. There is no indication of product quality deficiency. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaint was received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.